Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the photographs identified through the photos provided, it is not possible to determine the lot number and catalog observed rupture in the device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device has been explanted and replaced with non-allergan brand.

Event description:
Healthcare professional reported right side rupture. Device has been explanted and replaced with non-allergan brand.

Manufacturer narrative:
Device evaluation: the device related to the reported event of rupture was received on august 01, 2022, with lot number 2949580. Analysis of the returned device identified: broken shell, yellow particles in the shell and underweight. A visual and microscopic analysis was performed which identified: sharp broken on posterior and non-penetrating nicks. A dimension measurement in the shell was performed which identify the thickness within specification base on the device analysis the final assessment is: a sharp pattern on posterior of broken device assessed as a surgical impact opening, for the non-penetrating nicks in the shell.